Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's home monitoring equipment detected both a low amplitude warning as well as a low out of range shocking impedance for this patients atrial (ra) lead. There was also noise which lead to many inappropriate atrial tachy response (atr)'s on the device. The lead was ultimately explanted and replaced successfully as twiddlers was suspected to have been the cause of the lead issues all along. To date, no additional adverse patient effects have been reported. To date, no adverse patient effects have been reported.